Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had received a no delivery alarm. The customer¿s blood glucose level was 300 mg/dl. The customer was advised to run 5 units on tubing. The alarm occurred on 0.2 units. The customer was advised to remove the reservoir and run insulin with plunger. The insulin did not exit. The customer was advised to change the reservoir on current set and push it with plunger. Insulin had exited. They were advised to insert it to the insulin pump and run 5 units. The insulin exited. The product will not return for analysis.